Event description:
The customer reported intermittently the system failed to display a left image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.